Manufacturer narrative:
Infection - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. After the procedure, the patient had normal pink, watery discharge. The following month, the patient had abdominal pain and was passing blood and clots. The bleeding had eased off but then started again. The patient experienced a urinary tract infection on an unknown date and was treated with antibiotics for seven days.